Manufacturer narrative:
Data analysis: console logs from the reported day of event do not contain any information relevant to this failure mode. No issue were found regarding the purge cassette and pump being not detected. Additionally, no logs were available for the other device (B)(4) for the pump sn: (B)(6). Note: console's serial number was confirmed with the coordinator and pump used for the case. Device analysis: the console (B)(6) was sent back to fs for further investigation. The reported issue was not reproduced; the console successfully detected the pump and purge cassette, as well as the purge disc. Furthermore, the console was tested with a known good purge cassette and pump, and no other issues were observed. The purge pressure accuracy was measured and was found to be within specification limits. Root cause: the root cause of the problems detecting purge cassette and pump was not confirmed (no problem found). Corrective actions: before returning the console to the customer, the following actions are instructed to perform: perform sections 10 - 16 of the pm procedure (0042-7309). Perform a full functional check on the console and optical system (0042-7316).

Event description:
The complainant reported an automated impella controller generated a purge disc failure. The team replaced the controller and no harm or injury noted from any support delay. Patient data was not provided by the complainant.

Manufacturer narrative:
A1, a2, a3, a4, and a5 are unknown. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.